Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they just moved to their next step in the aligners and when they woke in the morning they found that their front tooth had chipped off inside their aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.